Event description:
After the successful deployment of a sapien valve, and upon withdrawal of the transfemoral retroflex3 sheath, a (small) perforation was noted on the angiogram. A covered stent was placed. Final picture revealed a distal dissection for which a self-expanding stent was used. She was hemodynamically stable throughout the procedure and iliac repair. The event was not considered to have been caused by a malfunction of the sheath. Additional information: the physician did not encountered other difficulties while inserting or removing the sheath. The minimum luminal diameter of the iliac artery at the injury location measured 7.0 mm. Nothing abnormal was noted while inspecting the device prior to use. There were no difficulties experienced with the use of the dilators.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
According to the instructions for use (IFU), vascular complications are potential adverse events associated with the transfemoral transcatheter aortic valve replacement (tavr) procedure. The edwards thv patient screening and training manuals instructs the operator on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manuals instruct the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The manuals also note that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. However, despite the best screening tools, there might be a narrowing of the vessel which sometimes is not appreciated previously on the CT or angio. The minimum required vessel diameter for a 22fr sheath is 7.0 mm. In this case, the access site diameter was 7.0 mm. Per report, there was mild vessel calcification, and mild tortuosity. The transfemoral tavr procedure requires the insertion of large bore devices, and there is a risk that placement of the sheath and/or dilators may result in or contribute to vessel damage. In this case, the cause of the injury to the iliac artery cannot be confirmed; however, the borderline vessel size, in combination with vessel calcification and / or tortuosity not appreciable on imaging, may have caused or contributed to the reported event. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required.